Manufacturer narrative:
An event regarding pain involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device lot details, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: unknown restoration modular hip system cone body 23 mm +20; cat# unknown; lot# unknown. Unknown restoration mod 16x155 mm straight conical distal stem; cat# unknown; lot# unknown. Unknown titanium hemispherical cluster shell 58 mm; cat# unknown; lot# unknown. Unknown trident crossfire 0 degree polyethylene inset 36 mm; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned to the manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2012 the patient was implanted with an lfit v40 femoral head on his right hip and began to experience pain in his right hip and leg soon after the implantation. It is further alleged that he sought medical attention, underwent diagnostic testing and was revised on (B)(6) 2017.